Manufacturer narrative:
(B)(4). (B)(6). Medical product: vanguard (tm) cr femoral catalog # 183033 lot # 794350; biomet interlok fixed I-beam tibial plate catalog # 141225 lot # j3356176; zimmer palacos bone cement catalog # unknown lot # unknown. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found that one part was scrapped during operation, which could likely be related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing instability twenty seven months post implantation. No revision occurred, implant remains in patient.